Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a reconstitution device had leaked during infusion. The device was docked onto an unknown vial and an unknown bag. It is unknown in which care area this event had occurred. There was patient involvement, however, there was no adverse event in association with this occurrence. Additional information was requested, but is not available.